Manufacturer narrative:
This device used for treatment and not diagnosis. The design of the plate and the screw, the packaging, and sterility could not have factored in the nonunion of this patient. The technique, as written in the technique guide, is up to date per current standard of care of treatment of these osteotomies. It is not known if the correct technique was followed, or any of the conditions of the patient are known. The design risk assessment is adequate for the intended use. The investigation is ongoing.

Event description:
Patient was implanted with six hole ulna shortening plate and locking screw on (B)(6) 2012. Three month post-operative, patient returned to the surgeon. Exam revealed a loss of fixation and non-union of the left ulna. Patient returned to the o.r. On (B)(6) 2013 for removal of hardware. Patient was revised with an eight hole ulna osteotomy plate. Surgeon also harvested autograft from the left radius for use in the left ulna. It was reported that surgery was completed without any problems. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.